Event description:
It was reported that this pacemaker device exhibited loss of capture and high thresholds 2.8v to 4.0v on the right atrial (ra) lead channel. The device remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
This device remains implanted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.